Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 355 mg/dl and an insulin injection was administered. Customer went to the emergency room and was admitted to the hospital. Intravenous insulin and insulin injections were administered. Elevated bg was resolved and customer was discharged on (B)(6) 2019 with no permanent damage. Contact did not know cause of event. As event occurred in the past, tandem technical support was unable to determine a possible cause of elevated bg.